Event description:
It was reported by service report that the breakaway release crossbar was bent. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Bent release crossbar.